Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that the pump date was incorrect and was intermittently changing. Customer's blood glucose was 106 mg/dl. Tandem technical support reviewed pump data and found that the time/date issue was related to use error. Multiple attempts were made by cts to inform customer of data; however, customer did not reply.